Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was mix of product types in the pack. The following information was provided by the initial reporter. The customer stated: "the syringe was found in a butterfly box.".

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and although a syringe is seen next to the shelf pack of safety-lok blood collection sets, the failure mode of mixed product could not be confirmed because the syringe and safety-lok device are not manufactured at the same location. Therefore, it is impossible for these two products to be mixed during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed product. Bd was not able to identify a root cause for the indicated failure mode.